Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016:the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol 3dmax device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 8 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, migration, mesh deformation and abdominal pain thereby underwent repair with mesh removal. Per op notes, "there was an area of folding and migration of the previously placed mesh." The instructions-for-use supplied with the device lists hernia recurrence, migration and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent robotic repair with the implant of 3dmax mesh. Per operative notes, ¿fat-containing right inguinal hernia sac was reduced back into the peritoneal cavity. A medium right sided 3dmax mesh was sutured in place.¿ (B)(6) 2017 - patient was diagnosed with right groin pain thereby underwent exploration and ventral hernia repair with excision of mesh. Per operative notes, ¿there was an area of folding and migration of the previously placed mesh. This was trimmed and performed a modified mcvay repair to the shelving edge to cover the defect. Excised the inferior fatty tissue containing lymph node." Attorney alleged that the patient had mesh migration, pain, mesh folding, reactive lymph node and emotional injuries.